Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that they experienced hypoglycemia with blood glucose of 50 mg/dl. Customer¿s current blood glucose was 250 mg/dl. The customer was treated with food and glucose tablets. Customer was using the auto mode feature at the time of event. The insulin pump will not be returned for analysis.